Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), rash ("rash"), infection ("infection"), dysgeusia ("metal taste"), gingival pain ("gum pain") and toothache ("teeth pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, dysgeusia, gingival pain and toothache outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, gingival pain, infection, pelvic pain, rash, toothache and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), rash ("rash"), infection ("infection"), dysgeusia ("metal taste") and gingival pain ("teeth and gum pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, dysgeusia and gingival pain outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, gingival pain, infection, pelvic pain, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.